Event description:
A customer contacted beckman coulter inc. (Bec) stating that fluid was running out of collar wash when probe was being washed and there were bubbles in the vacuum line in the unicel dxc 800 pro synchron clinical system. Fluid was contained to instrument covers. The customer was wearing gloves while cleaning leak. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer aspirated a clot that lodged in the modular chemistry (mc) vacuum valve. A field service engineer called the customer and had them take the valve apart and clean it. This resolved the issue. (B)(4).